Manufacturer narrative:
No UDI justification: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a fractured solder joint on a transformer on the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complaint alleged that during functional testing, the device promoted "defib fault 72", "defib fault 76" messages and the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.